Event description:
It was reported that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited a gradual increase in shock impedance measurements over a year's time. The clinician noted an alert from the remote home monitoring system showing high out of range shock impedance measurements nine months earlier. It was noted that one year ago the shock impedance measurements were between 100 to 120 ohms and now are currently between 130 to 150 ohms. Boston scientific technical services (ts) was consulted and suggested checking values in different vectors along with performing a commanded 41 joule shock. Ts further observed p waves on the shock channel. The rv lead remains in service and no adverse patient effects were reported. Additional information was received that the patient underwent defibrillation threshold (dft) testing where a 21 joule shock was unsuccessful and the second shock was diverted. Two 41 joule shocks were administered but did not convert the arrhythmia. It was noted that the impedance measurements did not change when different vectors were programmed. The patient was sent home and asked to follow up with his physician's office in a few weeks to determine further action. At this time the ICD and rv lead remain in service and no additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited a gradual increase in shock impedance measurements over a year's time. The clinician noted an alert from the remote home monitoring system showing high out of range shock impedance measurements nine months earlier. It was noted that one year ago the shock impedance measurements were between 100 to 120 ohms and now are currently between 130 to 150 ohms. Boston scientific technical services (ts) was consulted and suggested checking values in different vectors along with performing a commanded 41 joule shock. Ts further observed p waves on the shock channel. The rv lead and ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited a gradual increase in shock impedance measurements over a year's time. The clinician noted an alert from the remote home monitoring system showing high out of range shock impedance measurements nine months earlier. It was noted that one year ago the shock impedance measurements were between 100 to 120 ohms and now are currently between 130 to 150 ohms. Boston scientific technical services (ts) was consulted and suggested checking values in different vectors along with performing a commanded 41 joule shock. Ts further observed p waves on the shock channel. The rv lead remains in service and no adverse patient effects were reported. Additional information was received that the patient underwent defibrillation threshold (dft) testing where a 21 joule shock was unsuccessful and the second shock was diverted. Two 41 joule shocks were administered but did not convert the arrhythmia. It was noted that the impedance measurements did not change when different vectors were programmed. The patient was sent home and asked to follow up with his physician's office in a few weeks to determine further action. At this time the ICD and rv lead remain in service and no additional adverse patient effects were reported. Additional information was received from a third party vendor that the ICD was explanted and replaced with another manufacturer's device three months earlier. The rv lead status was unknown. The field representative will attempt to obtain additional information from the clinic. If additional information is received the report will be updated at that time.

Event description:
It was reported that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited a gradual increase in shock impedance measurements over a year's time. The clinician noted an alert from the remote home monitoring system showing high out of range shock impedance measurements nine months earlier. It was noted that one year ago the shock impedance measurements were between 100 to 120 ohms and now are currently between 130 to 150 ohms. Boston scientific technical services (ts) was consulted and suggested checking values in different vectors along with performing a commanded 41 joule shock. Ts further observed p waves on the shock channel. The rv lead remains in service and no adverse patient effects were reported. Additional information was received that the patient underwent defibrillation threshold (dft) testing where a 21 joule shock was unsuccessful and the second shock was diverted. Two 41 joule shocks were administered but did not convert the arrhythmia. It was noted that the impedance measurements did not change when different vectors were programmed. The patient was sent home and asked to follow up with his physician's office in a few weeks to determine further action. At this time the ICD and rv lead remain in service and no additional adverse patient effects were reported. Additional information was received from a third party vendor that the ICD was explanted and replaced with another manufacturer's device three months earlier. The rv lead status was unknown. The field representative will attempt to obtain additional information from the clinic. If additional information is received the report will be updated at that time. Additional information was received that the field representative obtained additional information from the clinic indicating that the entire ICD system was explanted three months earlier and replaced with another manufacturer's ICD system. A rv lead fracture was suspected. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.